Event description:
It was reported that the patient presented in hospital for dizziness. Upon interrogation, it was revealed that the right ventricular lead exhibited over sensing on the ventricular channel leading to loss of pacing. The device was reprogrammed and the patient was discharged from the hospital with no further complications.